Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, 100% stenosed lesion in the mid right coronary artery. The 3.5x38mm xience xpedition was deployed at the lesion with 18 atmospheres for 30 seconds. The stent delivery system (sds) was retracted and resistance was felt with the non-abbott guide wire. The sds and the guide wire were removed together from the patient anatomy. The sds and guide wire were detached once outside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficulty removing the guide wire from this lot. Based on the reviewed information, no product deficiency was identified.